Event description:
It was reported that leak was observed in a clearlink non-dehp solution administration set during infusion of non-baxter drug. The leak was observed at the connection of filter and tubing of the set. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.